Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call weak battery alarm and failed battery test. Customer's blood glucose level was 500 mg/dl. Troubleshooting for failed battery test was performed. Customer replaced the battery while troubleshooting and received a weak battery alarm. Customer was advised a replacement battery cap will be sent out. Troubleshooting for the weak battery alarm was performed. Customer cleared alarm by pressing the esc and act buttons. Customer was advised to monitor the insulin pump and wait for the replacement battery cap to arrive.